Manufacturer narrative:
(B)(4).

Event description:
A swallowed patency pillcam has entered a bronchus. Patency pillcam was removed in surgical procedure using a bronchoscopy. No further information was provided.

Manufacturer narrative:
(B)(4).